Event description:
Hospital staff responded to a cardiac arrest, pt condition not reported. Disposable defibrillation electrodes were attached to the pt. Reportedly, the device charged but would not deliver a shock. When the shock buttons were pressed the device did not respond. A back up device was obtained and used to continue care to the pt. Pt outcome was not reported. The reporter stated there were no adverse affects to the pt as a result of device operation.